Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken main tube at the distal tip. Material was found missing. The complete fastening of the proximal clevis is missing, and two pieces were not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected before use. No damage or anomaly was found at that time. The metallic part (joint and jaws) of the instrument came out of the main sheath and became misaligned, making it impossible to remove the forceps through the trocar. The removal of the entire assembly required the disconnection of the robotic arm and simultaneous extraction of the robotic trocar and the forceps. The incision was not increased. The robotic trocar was completely removed from the wall with the forceps inside. No fragment detached into the patient's anatomy and no collision with another instrument was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument's metal part (the joint and the jaw of the instrument) came out of the main sheath. It was misaligned from the main sheath, making it impossible to remove it through the trocar. The surgeon noticed this during surgery and before removing the instrument from the trocar. The customer had to unadapt the robot arm and completely remove the trocar from the wall with the instrument and replace it with another trocar because the instrument would not come out through the trocar. To remove the trocar from the instrument, the surgeon had to further unadapt the metal tip to be able to remove the trocar and sent the instrument for sterilization. No fragments fell into the patient. The procedure was completed with no reported injury.